Event description:
It was reported that a farawave catheter during procedure presented a difficult to irrigate. At the introduction of the catheter into the faradrive, it was not possible for the physician to aspirate the blood and to have an irrigation of the faradrive at that moment. First the sheath was replaced and the issue persisted so the catheter was replaced and the issue was solved. At the end of the procedure and outside of the patient, we tested the first faradrive with the new catheter and it was good. We tested also the defective catheter with the new faradrive again and it did not work again. After we saw that there was a malformation of the catheter with an enlargement at the base of the splines. So after we tested to insert the catheter and stop before this malformation and we could aspirate and after we inserted this malformation into the faradrive too, it did not work. Therefore, the catheter was the issue. The procedure was completed without patient complications, the device is retained by the customer.

Manufacturer narrative:
An image was reviewed by a boston scientific quality engineer. The picture showed two spline cages, and one has a potential enlargement at the proximal end of the spline cage. No further nor additional product analysis could be performed since the device was not return. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during procedure presented a difficult to irrigate. At the introduction of the catheter into the faradrive, it was not possible for the physician to aspirate the blood and to have an irrigation of the faradrive at that moment. First the sheath was replaced and the issue persisted so the catheter was replaced and the issue was solved. At the end of the procedure and outside of the patient, we tested the first faradrive with the new catheter and it was good. We tested also the defective catheter with the new faradrive again and it did not work again. After we saw that there was a malformation of the catheter with an enlargement at the base of the splines. So after we tested to insert the catheter and stop before this malformation and we could aspirate and after we inserted this malformation into the faradrive too, it did not work. Therefore, the catheter was the issue. The procedure was completed without patient complications, the device is retained by the customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.